Event description:
Health professional reported lap-band port replacement due to alleged "broken tubing." The problem was first observed when the patient first presented to the surgeon's office complaining of being hungry. When the surgeon performed a fill volume check there was "very little" fluid in the band. The reporter stated that no diagnostic testing was performed by the surgeon.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."